Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he normally got stimulation in the back but now every two minutes he was feeling stimulation in the right breast. The patient noted it didn¿t matter what position he was in it still happened. The patient had not made any adjustments with the programmer since the issue started. The patient had stimulation on group b at 4.5 and didn¿t have another program to choose from. The patient stated he had been in for several routine adjustments but had been on this group for a good amount of time. Troubleshooting had the patient go through all the groups a-d and confirmed he was still feeling stimulation in the right breast. The patient was directed to follow-up with their healthcare provider. The indication for use was spinal pain.